Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed because the pump is not available for evaluation; however, the heartmate ii instructions for use lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information provided indicated that although the patient was transplanted on (B)(6), the pump was not removed until (B)(6). The pump housing was left in place at the time due to bleeding at the time of transplant. According to the vad coordinator, if there was a thrombus in the pump, then there would definitely be more thrombus formation after sitting there for 6 days. The customer has decided to not return the pump.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: elevated ldh > 500 noted on labs at clinic visit. Admitted for intensified anticoagulation and anti-platelet therapy. Pt with h/o prior cva and pump thrombosis requiring pump exchange.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on 09/08/2014 for hemolysis. The patient's lactate dehydrogenase (ldh) was in the 500's which increased in the 900's. The patient met the criteria to upgrade to 1a status by exception for a heart transplant.